Event description:
Drill overheating during surgery and burnt pt lip. Removed a little bit of the burnt area. Stitched the tissue back of the burnt area, stitched the tissue back together and treated with triple antibiotic ointment.